Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -9.5/1.0/072 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced significant reduction of irido-corneal angles. On (B)(6) 2023the lens was explanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).